Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was place on (B)(6) 2019 at tooth location #7. The patient returned on (B)(6) 2019 for second stage surgery. Upon examination, the doctor noted that the implant failed to osseointegrate, and that the implant site was infected. It was at that time that the implant was removed. The doctor also noted that the patient had been wearing dentures, and that the buccal flange could have affected osseointegration. The patient is currently waiting for new implant to integrate. The patient d3-d4 bone quality, and is a type 2 diabetic. The patient also a history of thin buccal bone and interim dentures. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned with a cover screw but not in the original package. The part was measured and verified to be a hahn tapered implant 4.3 mm x 11.5 mm (70-1154-imp0011). Complaint investigator measured the critical parameters against dwg 3025787 rev 3.0 from DHR and found no deviation. The returned implant had no defect or non-conformity. The threads were intact and the internal features was fine. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: per the reported information, the patient had type iii - IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. It was reported the patient had been wearing dentures, and that the buccal flange could have affected osseointegration. Per the medical input from dr. (B)(6) on (B)(6) 2019, the use of dentures should be avoided immediately after implant placement surgery because direct mechanical pressure on the healing implant can cause micromotion, leading to implant failure. However, there was no evidence indicating the returned device contribute to the reported failure. The x-ray pictures provided by the customer were also reviewed. Based on the quality of the x-ray images provided, no direct relevancy to the reported event can be proved. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."